Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalized for a knee surgery. Customer was found almost dead with low blood glucose. Customer was taken in an ambulance. Customer's blood glucose at time of call was 180 mg/dl. Customer had bad memory. Customer could not find her insulin pump at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.